Event description:
It was reported that the drive/motor had a strange noise and the rewind process could not be completed. The customer experienced a bad hypoglycemia episode the night before. It was stated that the caller believes the insulin pump did deliver too much insulin, and the customer does not trust the device anymore. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.